Event description:
The rep reported the device was used during a laparascopic bleb resection. It was reported the ez45g fired properly the first time. The second time it was fired it stapled but did not cut. A second ez45g was pulled to complete the case. There was no consequence to the pt.